Event description:
It was reported that the clip applier was received with the tip bent, damaged. The tip was bent inside the package. This was found when placing in the kit. No patient involvement.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.